Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02356; 2938836-2020-02358. It was reported that the system were explanted due to infection. There were no issues or allegations against either the device or the leads. The patient was stable before, during, and after the procedure.